Manufacturer narrative:
Two lot numbers were provided and lot history reviews were performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for both malfunctions. One malfunction confirmed 2616 - malposition of device and 4001 - patient-device interaction problem. One malfunction was inconclusive for 2616 and 4001. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced malposition of the device and a patient-device interaction problem. This information was received from various sources. The two malfunctions involved two patients with no patient consequences. One patient was a (B)(6) year old male of unknown weight and the other was a female weighing (B)(6) of unknown age.